Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off and is missing. The type of damage found is typically caused by thermal and/or mechanical overload, possibly as a result of improper reprocessing and/or excessive force. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the last procedure. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation / investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation / investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified resection procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient¿s bladder. No further information was provided, but there was no report about an adverse event or patient injury.